Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date the pt accidentally experienced a disconnection of the transfer set. The patient did not value the occurrence which was further described as the pt reconnected and continued with pd therapy. Subsequently, the pt experienced peritonitis manifested by abdominal pain and cloudy peritoneal effluent. The pt did not require hospitalization for the event. On the same day as onset, the pt was treated with injections of vancomycin, ip (intraperitoneally), 2gm, every 3 days and ceftazidime, ip, 1gm per day. On the same day, the pt was switched to capd (continuous ambulatory peritoneal dialysis) enabling, ip, antibiotherapy administration. Five days later, treatment with ceftazidime was suspended and treatment with gentamicin, ip, 40mg/day was introduced. Treatment with vancomycin was maintained. At the time of this report, the pt was not re-trained in proper aseptic technique for performing pd therapy. At the time of this report, the peritonitis was resolving, and the patient was recovering from peritonitis with clear effluent and no abdominal pain. At the time of this report, pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The disconnection occurred between the transfer set and the patient line.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.